Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spectrum infusion pump generated an air in line alarm. It was reported the pump stopped infusion therapy when air was detected in the tubing, specifically during intravenous infusion therapy of vasopressors. It was reported an intensive care unit patient experienced a ¿pressure drop to 48¿. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.